Manufacturer narrative:
A philips remote service engineer (rse) informed the customer that that part is not sold by philips and repair options would be to send mx40 transmitter to philips bench service. The customer declined bench service. No additional information was provided. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that the internal board where speaker connects is broken and requests parts ID. It is unknown if the device is unable to produce and audible sound. The device was not in use on patient at time of event, there was no adverse event reported.